Event description:
After implanting the lens, the surgeon noticed that the leading haptic was deformed. He slightly enlarged the incision to remove and replace the lens. No health damage occurred on this pt.